Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device #2 of 2: reference MFR. Report: 1627487-2016-03645. It was reported the patient was experiencing persistent tingling sensations or residual stimulation several hours after her scs system was turned off. The patient went to the ER complaining of the tingling sensation and was admitted to the ICU on (B)(6) 3016 for stroke symptoms. A sjm representative met with the patient and hospital staff and confirmed the scs stimulation was turned off. The patient stated the tingling occurred with the stimulation on or off. Follow up information identified the patient underwent surgical intervention to explant the entire scs system on (B)(6) 2016 due to the residual stimulation sensation.